Event description:
It was reported that an asymptomatic patient presented in the cath lab for cardiac catheterization. Externalized conductors were noted. Testing revealed oversensing. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.